Event description:
It was reported that an ilet user experienced hypoglycemia after announcing a meal during a downward glucose trend shortly after starting therapy. The lowest documented glucose was 53 mg/dl, the device provided alerts, and the user treated the event with oral carbohydrate (soda). The user was counseled on treating low glucose first, confirming stability, and announcing meals when in range. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to meal announcement during a low or downward trend, associated with user interface interaction and procedure. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions contributed to the event.